Event description:
A technician reported that during surgery, they lost suction. They were able to reacquire suction with the same patient interface, and complete the flap. There was no harm or impact to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).